Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found that the grips have too much backlash at the distal end. The visual inspection do not show any damage, which leads to the backlash. Common causes of grips having loose/backlash are typically attributed to mishandling/misuse include applying excessive force the distal end of the instrument during handling, insertion, usage (overloading), or removal. The instrument was found to have a damaged conductor wire insulation at the yaw pulley. There was material missing and the conductor wire were exposed. The instrument passed the electrical continuity test. No signs of thermal damage were observed. Visual inspection revealed no signs of missing parts. Common causes of damaged insulation instrument conductor wire are attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument branch had left the joint. The procedure was completing as planned with no reported patient injury.

Manufacturer narrative:
The instrument was found to have one bent grip tang, causing them to be misaligned. The grips tang were not found to be cracked. Common causes of the failure mode bent instrument grips tang are attributed to damage during use, as moderate misalignment of grip can occur due to grasping hard tissue or objects, or through collisions with other instruments.